Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture-breast: observed an opening on the device assessed as fold flaw opening. As per the investigation procedure non-penetrating nick, creases fold and wear abrasion were observed. None of the observations are found to be potentially related to the manufacturing process.

Event description:
Physician reported left side rupture. The device has been explanted.

Event description:
Physician reported left side rupture. The device has been explanted.

Manufacturer narrative:
Correction to g3: aware date of supplemental medwatch #1. Aware date should have been listed as 30may2024. Correction to g3: aware date of supplemental medwatch #2. Aware date should have been listed as 22jul2024.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6, a review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported left side rupture. Device remians implanted.